Manufacturer narrative:
Result of investigation: the suspect device has been returned to vyaire medical for evaluation. The service technician was unable to duplicate the reported problem. A depleted coin battery cell and thermistor to be out of specification to which may have contributed to the reported failure.

Manufacturer narrative:
(B)(4). At this time, the suspected device has not been evaluated by vyaire medical. Any additional information will be included in a follow-up report.

Event description:
The customer reported that the backlight of avea ventilator was flickering and then went out. In addition, touch screen was not calibrating. There was no patient involvement reported in this event.